Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the valve that was attached to the introducer detached (break in device integrity) and was removed with the dilator. The introducer was attempted not used and replaced. No patient complications have been reported as a result of this event.